Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the malfunction as it did not recur. Customer was advised to continue using the pump and to contact support if the malfunction reappeared.